Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(4) was utilized for unanticipated intraoperative x-rays to confirm there were no instrument fragments retained in the patient. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bilateral femur fracture nailing procedure that while placing the nail in the left femur, the tip broke off of the standard insertion handle. Another standard insertion handle was used to complete the left side and was used to complete the right side. It was confirmed by x-ray that no fragments remained in the patient. The surgeon thought the fragment or fragments may have been suctioned out of the patient. There was a 15 minute surgical delay and the procedure was successfully completed. The patient's post-operative condition was reported as stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one (1) standard insertion handle (part 03.010.045, lot 4819614, manufactured march 09, 2005) was returned with a complaint stating that the tip of the handle was broken. A visual inspection, device history review (DHR), complaint history review and drawing review were performed as part of this investigation. The complaint was able to be confirmed as the tip that aligns into the nail had broken off the insertion handle and was not returned. Replication of the complaint is not applicable as the device was received broken. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive force/off-axis loading over the course of its 11+ year lifetime. Per the technique guide, the 03.010.045 standard insertion handle is an instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. The returned instrument was examined and the complaint condition was able to be confirmed as the alignment tab was broken off of the instrument was not returned. The relevant product drawings were reviewed during the investigation. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A design change was launched to ¿modify the edge break around the face of the part around the tang such that the edge break is away from the tang, keeping extra material on the tang.¿ the returned instrument was manufactured prior to the design change. A device history review was performed for the returned instruments lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device (s): unknown retrograde nail 10mm x 380mm (part and lot unknown, quantity 1).